Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 1991: [missing records: records for ¿left inguinal hernia repair in (B)(6)¿ were not provided.] On (B)(6) 1994: [missing records: records for ¿inguinal hernia repair¿ were not provided.] On (B)(6) 2009: (B)(6). Office notes. Past surgical history: hernia repair inguinal reducible 1994, never smoker. On (B)(6) 2010: (B)(6), md. Office notes. Recurrence of left inguinal hernia. Noted 3 months ago, pain dull, hernia reducible, chronic cough, difficulty urinating, constipation. History groin surgery, left inguinal hernia repaired 1991 in (B)(6). Fine until 3 months ago when felt itching in left inguina [sic] area. Slipped getting into truck a week ago, fell. Left inguinal hernia more painful since then. Several bowel movements after fell, pain decreased after that. When sits or rests, not in pain, walks left inguinal pain goes down left leg. Wearing support belt, helps. Also, mild pain on right inguinal area without swelling. History asthma/chronic obstructive pulmonary disease, chronic constipation. Exam: weight 195 lb., bmi 32.45, left sided inguinal mass, hernia reducible in inguinal canal, right canal empty. Assessment/plan: recurrent left inguinal hernia, reducible. Possible right inguinal hernia, chronic constipation. Will schedule laparoscopic surgery once clearance from internal medicine for chronic cough, gi for chronic constipation, needs colonoscopy. Past medical history: cholelithiasis. Medications: aspirin. On (B)(6) 2010: (B)(6). Office notes. Inguinal hernia. Swelling left groin 2 months, would like hernia repaired. Tobacco use: never. Exam: weight 208 lb., bmi 33.83. Groin: left inguinal hernia and small right inguinal hernia, both reducible. Plan: consent for laparoscopic versus open bilateral inguinal hernia repairs, surgery may have to be done as open, may have scar tissue from previous left inguinal hernia repair. On (B)(6) 2010: (B)(6), md. Operative report. Surgeon: (B)(6), md. 1st ast: (B)(6), do. 2nd ast: (B)(6), md. Attending physician: (B)(6), md. Preoperative diagnosis: bilateral inguinal hernias (left side recurrent). Postoperative diagnosis: indirect right inguinal hernia and direct left inguinal hernia. Procedures performed: bilateral prolene hernia system repairs of inguinal hernias. Anesthesia: general endotracheal anesthesia. Estimated blood loss: minimal. Gross findings at operation: the right inguinal hernia was indirect. There was actually a relatively small hernia sac that was associated with a great deal of preperitoneal fat. It is also of note that the cord structures were enveloped in a considerable amount of fat tissue ¿ much more than is normally seen. There was no other gross abnormality on the right. Specifically, there was no direct or femoral hernia. On the left side, some sutures from the prior repair were noted. The internal right was still very tight, allowing passage really of just the tip of a finger in addition to the cord structures. However, medial to that essentially the entire floor of the canal was blown out, resulting in a very large indirect hernia sac. That sac was avidly adhered to the adjacent fascia and clearly contained intestine. Indication for procedure: ¿this is a 63-year-old man who had repair of a left inguinal hernia in (B)(6) about 20 years ago. He noted recurrence shortly thereafter. In the interim, he also developed a right inguinal hernia. He lived with these for many years before seeking repair. Procedure in detail: the patient was taken to the operating room and placed in the supine position on the operating table where endotracheal anesthesia was induced. The abdomen was prepped with betadine soap and solution and draped with sterile linen. The right side was first approached. An oblique incision was made extending laterally from the pubic tubercle. It was deepened through considerable subcutaneous tissue to the external oblique. The external oblique was then opened in the direction of its fibers extending laterally from the external ring. The cord structures were sharply mobilized, then elevated over a penrose drain. Cremasteric fibers were opened and a search for the sac was begun. As noted, there was a tremendous amount of preperitoneal fat which had come down in the cord. I could not be certain that there was not a hernia sac in the midst of that fat, so that fat was dissected out circumferentially from the cremasteric fibers, essentially down to the level of the testicle. In doing this, the vas and vessels had been clearly visualized and retracted out of harm¿s way. As we dissected that preperitoneal fat out of the cord we of course kept looking for the hernia sac itself. This was finally identified really not far as all from the internal ring. Again, this was a relatively small sac and most of the ¿hernia¿ was preperitoneal fat. A generous margin was created around the internal ring in the preperitoneal space for placement of the phs materials. The deep wafer was placed in the preperitoneal space and evenly distributed. A slit was made in the lateral aspect of the anterior leaflet of the phs for passage of the cord structures. The phs was reapproximated to itself around the cord structures using 0 vicryl to recreate and internal ring. The mesh was then trimmed and tacked to the pubic tubercle. Two sutures were used to tack it to the internal oblique/transversalis and two sutures were used to tack it to the reflected edge of poupart¿s ligament. Laterally, the tail of the external wafer was tucked under the external oblique aponeurosis. The external oblique aponeurosis was then closed using a running 3-0 vicryl from lateral to medial leaving a rather tight external ring. Subcutaneous tissues were closed withy [sic] 3-0 vicryl and the skin was closed with subcuticular 4-0 monocryl. Attention was then directed to the left side. The old incision was utilized and just slightly extended laterally. Careful dissection was carried down through the subcutaneous tissues. External oblique was never encountered. Apparently, this was never closed at his previous operation. Cord structures were identified and carefully circumferentially mobilized, then elevated over a penrose drain. Cremasteric fibers could not really be identified on this side, probably having been divided at his previous operation. Just as on the right, he had considerable fat associated with the cord structures, but this was not identified as preperitoneal fat, and indeed, we found no indirect hernia sac. As a matter of fact, as noted above, there was a rather tight internal ring, probably from the previous repair. However, there was a generous sac extending anteriorly from a direct inguinal hernia. The floor was essentially completely destroyed. The sac was very avidly stuck to all surrounding structures. Indeed, it was necessary to use sharp dissection to separate it from the fascia in order to allow creation of a preperitoneal space for phs placement. Once that was done, the deep wafer of the phs was placed. Medially, the opening extended all the way to the pubic tubercle. Therefore, in this case, the deep wafer of the phs was sewn to the pubic tubercle, as well as using a couple of sutures to tack it to cooper¿s ligament. Otherwise, it was just laid in the preperitoneal space in the usual fashion. The superficial wafer was split laterally for passage of cord structures, then reapproximated around the cord structures for creation of a secondary internal ring. The material of the anterior wafer was then tacked to the pubic tubercle, the reflected edge of poupart¿s ligament, as well as the internal oblique/transversalis using interrupted 0 vicryl sutures. Again, there was really no external oblique identified to close over this mesh; therefore, all we could do is close subcutaneous tissues using 3-0 vicryl and 4-0 subcuticular monocryl was used to close the skin. A sterile dressing was applied. The patient was taken to the recovery room in satisfactory condition. Sponge, needle and instrument counts were correct. There were no complications. Blood loss was minimal. There was no blood replaced. Specimens removed: there were no specimens.¿ product identification records for the alleged gore device were not provided. On (B)(6) 2010: (B)(6). Discharge instructions. No bending, straining or heavy lifting for 6 weeks. Shower in 2 days. On (B)(6) 2010: (B)(6). Office notes. Surgical follow up. Weight 191 lb. 3.2 oz., bmi 30.73. Abdomen nontender, nondistended. Incision healing, no infection. Plan: increase activities as tolerated, light duty 3-4 more weeks. Follow up as needed. On (B)(6) 2011: (B)(6), md. Office notes. Large 6 inches left reducible inguinal hernia. Noticed swelling left groin, uncomfortable scratching sensation inside left groin. Comes and goes on daily basis, worse with left hip abduction. Aggravated by bearing down bowel movement and heavy lifting. Swelling worsens with large meals, eating smaller meals to avoid this. Exam: weight 200 lb., bmi 33.28. Large left lower quadrant mass extending into left groin, nontender, reducible. Plan: CT abdomen/pelvis prior to schedule for repair, most likely need transabdominal preperitoneal approach to repair hernia. On (B)(6) 2011: (B)(6), md. Radiology: CT abdomen/pelvis with contrast. Indications: recurrent left inguinal hernia. Discussion: small hiatal hernia, gallstones. Ill-defined soft tissue/fluid seen in right lower region may correspond to prior hernia repair. Impression: moderate to large direct left inguinal hernia containing intra-abdominal fat and loop of sigmoid colon without bowel obstruction to suggest incarceration. Has increased in size compared to prior examination. Diverticulosis of left colon without diverticulitis. Cholelithiasis. On (B)(6) 2011: (B)(6). Office notes. After CT to evaluate for re-repair. Exam: large left inguinal hernia, left scrotum mildly edematous. Plan: left inguinal hernia repair scheduled for on (B)(6) 2011. On (B)(6) 2011: (B)(6), np. Office notes. Weight 206 lb. 4.8 oz., bmi 34.33. On (B)(6) 2011: (B)(6), md. Operative report. Surgeon: (B)(6), md. 1st ast: (B)(6), md. Attending physician: (B)(6), md. Preoperative diagnosis: recurrent, reducible left inguinal hernia. Postoperative diagnosis: recurrent left inguinal hernia. Procedure performed: on (B)(6) 2011, laparoscopic transabdominal repair of recurrent left inguinal hernia. Estimated blood loss: 10 ml. Findings: recurrent direct inguinal hernia. Indication for procedure: recurrent hernia x 2. Procedure in detail: ¿after induction of general anesthesia, the patient¿s abdomen was prepped and draped in sterile fashion. We began by making an incision and placing a veress needle through the umbilicus, insufflating to 15 mmhg and then placing a total of 2 5-mm trocars and 1 11-mm trocar at the umbilicus. The 5-mm trocars were lateral. We then incised the peritoneum over the left side of the lower abdomen. There was an obvious direct defect. We released the peritoneum, dissected it down away from the mesh. Once this was completed, this took us a rather long time, approximately 1 hour. We identified the medial portion of the pubic tubercle and fully mobilized the peritoneum. The hernia was completely reduced. We placed our parietex anatomical mesh on the left. Once this was completed, it was fixated in place with the spiral tacker. Once this was completed, we were able to raise the peritoneum back and cover the mesh and closed the defect with the spiral tacker. Once this was concluded, we thoroughly inspected the abdomen. There was no bleeding or injury to other associated or local organs. We withdrew all of our trocars. We closed the 11-mm trocar fascial site with 0-vicryl, closed the skin with 4-0 monocryl. At this point, the procedure was terminated. The patient was extubated and moved to recovery stable. Complications: none. Specimens removed: none. I was present for the entire procedure.¿ on (B)(6) 2011: (B)(6) hospital. Implant sticker. Tyco healthcare parietex left polyester mesh. On (B)(6) 2011: (B)(6) hospital. Anesthesia record. Asa 2. On (B)(6) 2011: (B)(6), md. Discharge summary. Exam: abdomen soft, non-tender, bowel sounds normal. Discharge stable, home. On (B)(6) 2011: (B)(6). Office notes. Doing well, increase activity as tolerated. On (B)(6) 12: (B)(6), md. Office notes. Hernia recurred. Chronic constipation. Exam: weight 208 lb., bmi 34.83. Abdomen soft, non-tender, bowel sounds normal. Groins: no hernia felt on right, left inguinal hernia containing bowel, reducible, nontender. Plan: obtain CT scan to determine position of hernia relative to mesh. Return 6 weeks after CT scan for surgical planning. On (B)(6) 2012: (B)(6), md. Office notes. Recurrent inguinal hernia unilateral. Plan: unlikely to repair since very prone to recurrence. On (B)(6) 2012: (B)(6), md. Radiology: CT abdomen/pelvis with IV contrast. Indication: recurrent inguinal hernia. Findings: placement hernia repair mesh in left inguinal region, previously identified left-sided large direct inguinal hernia unchanged, similar intra-abdominal fat and herniated sigmoid colon. Scarring of right inguinal region from likely prior surgery. Impression: no change in size of left inguinal hernia, despite presence of repair mesh, no obstruction or strangulation. On (B)(6) 2012: (B)(6). Office notes. Failed left inguinal hernia repair x 3. Not having symptoms and wearing a hernia belt, helping hold back hernia contents. Would like to wait to have another attempt at hernia repair until sometime in october. Not having pain, bowel movements normal, eating regular diet. Abdomen soft, groin: large left inguinal hernia extending into scrotum. Plan: doing well, follow up on (B)(6). [Missing records: records between 05/01/2012 and 07/09/2014 were not provided.] On (B)(6) 2014: (B)(6), md. Office notes. History: hernia of unspecified site of abdominal cavity without mention of obstruction or gangrene on (B)(6) 2009, gastroesophageal reflux disease. Complains of reflux, abdominal pain. Describes pain as burning, epigastric, and distention. States having issues with hernia, has to push on hernia to urinate. Weight 213 lb., bmi 34.4. Exam: abdomen soft, non-tender, positive for bilateral inguinal hernias large. Plan: referral to general surgery. On (B)(6) 2014: (B)(6). Office notes. Left groin pain/left recurrent for surgical consult. Noticed hernia shortly after last repair. Symptoms left groin pain: duration 3 years, daily, quality: ¿bad pain¿ some days worse than others. Radiates to legs, other areas of abdomen, pain increases with lifting, bending, decreases with hernia belt and reducing hernia. Has to reduce hernia before bowel movement. Exam: weight 214 lb., bmi 34.56. Abdomen obese. Gu: large left inguinal hernia, partially reducible, mild discomfort, scrotal component. On (B)(6) 2014: (B)(6). Office notes. Recurrent left inguinal hernia. Plan: desires to surgically repair this hernia, given likelihood of recurrence and difficulty of procedure status post 3 repairs. Informed patient before considering any surgical operations, needs to lose 20 lbs and undergo left orchiectomy. Follow up pcp, lose 20 lbs. Return to hernia clinic when goal weight of 200 lbs and willing to undergo left orchiectomy. On (B)(6) 2015: (B)(6), fnp. Office notes. Exam: weight 196 lb. 6.4 oz., bmi 32.68. Abdominal soft, bowel sounds normal, no distension, mass, tenderness. Hernia present left inguinal area. On (B)(6) 2015: (B)(6), md. Office notes. Recurrent left inguinal hernia. Wants hernia repaired, cannot get work clearance as truck driver if does not have surgery. Has lost 20 lbs. Exam: weight 188 lb., bmi 31.28. Large left inguinal hernia, partially reducible, mild tenderness, extending down to scrotum. Plan: before surgical operations, needs to be willing to undergo left orchiectomy, he is not willing at this time would like to discuss with wife. Return when willing to undergo left orchiectomy. On (B)(6) 2015: [facility ni]. (B)(6), md facs. Office notes. Left inguinal pain and swelling. Exam: tender left groin, large nonreducible left inguinal hernia, nondistended. Plan: preop CT scan evaluate hernia size and retained mesh then repair recurrent incarcerated left inguinal hernia. On (B)(6) 2015: [missing records: records for ¿CT abdomen/pelvis to evaluate hernia and retained mesh¿ were not provided.] On (B)(6) 2015: [facility ni]. (B)(6), md facs. Office notes. CT reveals large recurrent left inguinal hernia, gallstones. Plan: repair recurrent incarcerated left inguinal hernia and lap chole. On (B)(6) 2015: (B)(6), md. Operative report. Preoperative diagnosis: acute cholecystitis. Postoperative diagnosis: acute cholecystitis. Procedure: laparoscopic cholecystectomy with intraoperative cholangiogram. Assistant: (B)(6), md. Anesthesia: general. Estimated blood loss: 30 ml. Indications for procedure: ¿a 68-year-old male who comes into the ER with severe abdominal pain, right upper quadrant. He has a history of gallstones. Procedure in detail: he was taken to the operating room and placed under general endotracheal anesthesia with the abdomen prepped and draped in sterile fashion. Hasson trocar was inserted infraumbilically and the abdomen insufflated to 15 mmhg. Scope reveals a large distended gallbladder with adhesions and stones. A 10 to 11 trocar was inserted subxiphoid in the midline and two 5-mm trocars inserted in the right upper quadrant. Gallbladder was freed of adhesions, then retracted superiorly and the cystic duct was then identified and clipped once proximally. Small snip was made in the cystic duct and the cholangiogram performed revealing no filling defects and rapid emptying into the duodenum. The cholangiogram catheter was then removed. The cystic duct clipped 3 times distally and divided. Next, the cystic artery was identified, clipped once distally 3 times proximally and divided as well. Finally, the gallbladder was removed off the gallbladder bed using the bovie cautery. The gallbladder was retrieved in endocatch bag and sent to pathology. Gallbladder fossa was hemostatic using the bovie cautery. The abdomen was irrigated thoroughly with sterile saline, which was then evacuated. The patient has a large left inguinal hernia containing some colon, this was carefully reduced, will need to have this fixed soon, but at another time because he will likely need mesh repair. All trocars were then removed under direct visualization. The abdomen was desufflated. The umbilical incision was closed using #0 vicryl for the fascia and then all skin incisions were injected with marcaine with epinephrine and closed with 3-0 monocryl and steri-strips. Dressings were placed. All counts were correct.¿ on (B)(6) 2015: (B)(6). Discharge instructions. No lifting over 5-10 pounds, showers only, follow up 7 days with (B)(6), md. On (B)(6) 2015: (B)(6), md. Operative report. Attending physician: (B)(6), md. Preoperative diagnosis: recurrent incarcerated left inguinal hernia. Postoperative diagnosis: recurrent incarcerated left inguinal hernia. Procedure: repair of recurrent incarcerated left inguinal hernia. Surgeon: (B)(6), md. Assistant: (B)(6). Anesthesia: general. Estimated blood loss: 40 to 50 ml. Procedure in detail: ¿a 68-year-old male with recurrent incarcerated left inguinal hernia, given IV antibiotics preop, taken to the operating room, placed under general endotracheal anesthesia with the left groin prepped and draped in sterile fashion. Marcaine with epinephrine was first injected locally and then a 3-inch oblique incision was made over the previous incision taken down to the fascia. The fascia was then incised and there was a large hernia defect, which was carefully opened. There was a colon within it, which was completely reduced and then portions of old mesh were removed. I could not remove all of the old mesh because then the patient would need an orchiectomy and the patient requested not to remove this testicle. The remainder of the indwelling mesh at the edges of the native fascia were then used to imbricate and closed the hernia defect using interrupted #1 prolene sutures. Once sutured, the defect was completely closed. The wound was then irrigated thoroughly with sterile saline and closed in layers using #0 vicryl, 3-0 vicryl and skin staples. Gauze dressing and scrotal support placed. The patient was awakened and taken to recovery in stable condition.¿ on (B)(6) 2015: (B)(6), md. Discharge instructions. Diet regular as tolerated, remove dressing in 48 hours. Light activity, no heavy lifting or stretching, office visit 7 days. On (B)(6) 2016: (B)(6), md. Radiology: CT abdomen/pelvis with contrast. History: left lower quadrant pain. Impression: prior surgical changes in left groin with remaining inguinal hernia. Inflammatory changes in herniated mesentery and several small fluid collections in and adjacent to hernia, findings compared to 10/30/15. Possibilities include recent surgery with surgical changes or developing inflammatory changes. Diverticulosis. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
D17: appropriate code/term not available. For ¿false claim¿. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g07002: appropriate term not available for ¿false claim¿. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation we confirmed the device was not a gore device. No further investigation is required at this time. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as false claim. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. The initial reporter's complete address is (B)(6). It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic inguinal hernia repair on (B)(6) 2010 whereby an "alleged gore device" was implanted. The complaint alleges that on (B)(6) 2015, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removal requiring an additional surgery. Additional event specific information was not provided.